Event description:
It was reported that a pt developed soreness of the lips with blisters in the evening after a procedure was performed earlier in the day using jeltrate impression material; no intervention was required.

Manufacturer narrative:
While it is unk if the jeltrate used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.